Event description:
It was reported while using bd autoshield¿ duo the needles were not operating correctly. There was no report of patient impact. The following information was provided by the initial reporter: customer claims that every third needle is not working.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-feb-2023. Investigation summary twenty two sealed 30g x 8mm autoshield duo pen needle samples were returned from lot. No. 2040953, cat. No. 329608. A functionality test as per q-sop-183-dl was carried out on all twenty two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported while using bd autoshield¿ duo the needles were not operating correctly. There was no report of patient impact. The following information was provided by the initial reporter: customer claims that every third needle is not working.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.